Event description:
Transvaginal mesh surgery for pop and urinary stress incontinence performed on (B)(6) 2010. I have not been the same since. I have experienced shortened vaginal opening, back, hip and pelvic pain, pain and bleeding during intercourse, fatigue, fever, and depression. I went back to the gynecologist who performed the surgery and he seemed to think everything was fine although he did concur I had a shortened vaginal opening. I went back to the urologist who only said, "well you don't have a uti at the moment so let's just put you on a 1xper day antibiotic so you don't get another one." A few months pass and my face starts breaking out like crazy so I went to a dermatologist. He put me on double dose of antibiotics and I started doing some better. My face cleared up but I would still have a low-grade fever by early-to-late afternoon every single day. I am no longer on antibiotics at all and now I wake up with a fever and it is generally over 100 degrees by afternoon.